Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board and one bank of batteries. System operates as intended.

Event description:
It was reported that the c-arm was displaying a "bad iris pot" error. No patient injury was reported.